Event description:
Report received of an independent rate change on a pump. It was reported that the pt was ordered to receive aminophylline at 50ml/hr. According to the customer contact, two nurses verified the pump rate to be set at 50ml/hour. It was reported that "a couple hours later" it was noted that approximately 450ml had been infused. The pump was removed from clinical service. The aminophylline drip was left "off for a while" and then resumed at 50ml/hour on a different pump. There was no reported adverse pt event. The supervisor working that day removed the original pump and when she turned it on to verify the programmed settings, she reported that the pump rate was set for 450ml/hour. The rn caring for the pt stated that the rate was never changed from 50ml/hour. Though requested, there was no further info available.